Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:11:09. During night drain cycle six, the patient's ultrafiltration reading was 1092ml, indicating the home patient (hp) drained 1092ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.